Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing during the "early stages of treatment" (no further details). No additional information is available.